Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the distributor:" device alarmed with tf 5507. We got from a customer a defective mixer valve p.n. Msp394089".